Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer reused cartridge and reused the syringe needle. Tandem technical support educated the customer on cartridges and syringe needle being single use products. Customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose level was 236-241 mg/dl.